Manufacturer narrative:
The investigation of thrombus, low pump flow, and saturated flow has been completed. No product was returned. Data logs show low flows when pump is initially started at p5 with position unknown alarms. Flow becomes saturated and increases to around 3l/min when p-level is lowered to p2. Biomaterial is likely in the cannula causing low flows, then traveling to the impeller, adding additional load causing saturated flows. Pump was then turned off and surgical mode was enabled. Pump was then run briefly at p1, turned off, then turned back up to p8 with flows around 4.5l/min and stayed around 5l/min for the rest of the case. There was also a step up in placement signal after the pump was restarted. This aligns with clinical reporting removing the pump, running it in sterile water to removed biomaterial, then reimplanting and having better flows. The root cause of the low flow and saturated flow was most likely biomaterial since clinical reported biomaterial on the inlet cage, dampened motor current and logs show flows improved after the pump was removed, run in sterile water, then reimplanted. As the necessary information was not provided, the root cause of the thrombus was not determined. E4 should have been left blank on the initial manufacturer device report number as it is unknown if the initial reporter also sent the report to the food and drug administration.

Event description:
The complainant reported that upon starting up the pump, flows were reduced at higher p-levels and suctions was encountered above p5. Upon rotating the device, a thrombus was noted on the inlet of the device. The pump was removed and run in sterile water. The left ventricle was rewired and the pump was successfully re-inserted for patient support. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. "In patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿